Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 9.1 cm in diameter by 8.9 cm in length abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck is 28 mm in diameter at the renal arteries, and 18 mm in length, there was severe calcification bilaterally in the iliac arteries. It was reported that after implantation of a bifurcated and contralateral iliac limbs the physician elected to model the stent grafts with a reliant balloon. A post evar angiogram revealed a proximal type I endoleak. The aortic neck was re-ballooned and another angiogram performed, again revealing a type I endoleak. There appeared to be about 1 or 2 mm of uncovered area in the aortic neck below the lowest renal artery (left). The physician decided to implant an endurant 36x36x49 aortic cuff. The aortic cuff was deployed in satisfactory position, however after recapturing the spindle, the physician attempted to retract the delivery system. Upon removal the tip capture got caught on the bare stents of the aortic cuff and the aortic cuff was pulled down approximately 2 mm. The trouble shooting techniques were used (rotating the deliver counter-clockwise, pulling the stiff wire down to the floppy segment, abdominal compression). None of these techniques freed the tip capture/spindle. A reliant balloon was passed up the contralateral side and inflated against the bare stents. This freed the tip capture allowing for retraction and removal of the delivery system. The aortic cuff and the bifurcated stent graft were modelled with a reliant balloon. A final angiogram was done and revealed no endoleaks. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several returned still angio images at implant revealed that the bifurcate was deployed just below the renals, and there was a likely proximal type I endoleak. Cannot rule out a type IV endoleak. There is little left-right neck angulation, and no stent entanglement is seen. An aortic cuff is then seen implanted near the same level of the bifurcate. The bifurcate may have moved slightly distal from the original implanted location. The strength of the endoleak is now much less than prior to the cuff, but it cannot be confirmed if the endoleak completely resolved. The cause of the endoleak cannot be determined from these angio images